Manufacturer narrative:
Date of event unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that oxygen gas ventilation was unable to be performed. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated device evaluation: one sample was received. A visual inspection found that there was no abnormality in the appearance of the main body. During the functional testing, the customer reported problem was able to be confirmed. The device does not switch between inhalation and exhalation. Gas keeps coming out of the outlet. The cause of the issue was found to be due to a failure of the input manifold. Inspiration and exhalation did not switch, and gas continued to come out of the outlet of main unit. The input manifold was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.